Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the clips fell out of the jaws. A second applier was introduced to complete the procedure. There was no consequence to the pt.